Manufacturer narrative:
Explant due to tear in the valve leaflet was reported. The investigation found that fibrous pannus ingrowth was noted on inflow and outflow surfaces circumferential with narrowing of inflow diameter. Leaflet 1 was torn. Sewing cuff was partially removed, and what remained contained blood/body fluids. There was fibrous pannus ingrowth on the outflow surface of leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the tear could not be conclusively determined. However, the circumferential fibrous pannus ingrowth on the inflow and outflow surfaces of the device was revealed to have resulted in the narrowing of the valve diameter which has potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Additionally, the degenerative changes noted to the tissue could have contributed to the tear formation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 25mm trifecta gt valve was implanted during an aortic valve replacement. On (B)(6) 2023, the valve was explanted due to a tear on the valve. Associated patient symptoms with this event were unknown, and the valve failure was detected on echocardiography. The device was replaced with a 25mm non-abbott valve. Ruptured valve cusps were observed on the explanted device. The patient status was unknown. The sizing for the native valve annular dimensions were unknown.